Event description:
The reporter indicated that temporary threshold testing caused permanent pulse amplitude programming. The device was previously programmed to 2.5v; reprogrammed to 0.5 v in the atrium and 1.4 v in the ventricle. During that last follow up, loss of capture was observed at 1.0 v in the atrium. The device was last programmed on 12/11/1999.